Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were just at the pain management doctor and also saw their pain management doctor last month. Patient stated that their implant turned on twice on them in the last 2 months; patient added that all of the external equipment works fine and is not the issue. Patient noted that their stimulation will turn off and they cannot get it to come back on no matter what they do. Patient mentioned that they had their pain management doctor look at their implant and their doctor told them to call patient services and verify if they should call a neurosurgeon or what to do next. Patient mentioned that they just had an MRI and did not see any displacement of their implant or lead and that everything looked fine. Patient asked what the next step should be; agent reviewed information with patient. Patient noted that they just had their stimulator settings changed due to issues with the battery not holding a charge long enough and patient having more pain than usual. Patient stated that they had their settings changed to a different level and frequency. Agent advised patient to meet with the neurosurgeon to make sure that the lead and implant were still in place properly and to have their implant inspected. Patient asked if implant batteries die; agent reviewed implant longevity with patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.